Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab unfurled during insertion. A new iab was used to continue therapy, but also unfurled. There was no reported injury to the patient. This submission is for the 1st iab.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab unfurled during insertion. A new iab was used to continue therapy, but also unfurled. There was no reported injury to the patient. The indication for use was cardiogenic shock. This submission is for the 1st iab.